Event description:
User reported their flow probe was providing an incorrect reading, compared to other probes. We consider incorrect measurement from the sensor to be reportable. Despite this happening during a case, the planned risk control of swapping for a back up device was executed successfully to ensure no patient harm.

Manufacturer narrative:
The review of the logs and testing of the device confirmed the fault. No further information was able to be determined.